Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing low blood glucose level 40 mg/dl which was treated by glucose tablet. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for low blood glucose level. Insulin pump's display was blank. Customer stated that frozen display did not occur after battery change. While reporting display was not blank. Customer stated that battery cap was neither damaged nor missing. Device will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.